Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was not confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating the device was heating up. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.